Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery multiple times as well as motor errors. The customer was able to rewind the insulin pump. The customer's blood glucose level was 473 mg/dl. The customer treated the high blood glucose with their insulin pump. The customer had already changed the sets but the issue was not resolved. The customer was not able to troubleshoot at the time of the call. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.